Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level was not provided. Suspected cause of low bg was unknown. A system check was performed and all bolus history deliveries were normal. The ambulance was called and customer was treated with intravenous fluids. No injuries were sustained due to the event. Customer was instructed to consult with a healthcare provider regarding diabetes management.